Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was impacted, as it displayed as "high", a specific value not provided on a number of events. To address the high blood glucose, the customer administered a correction bolus via the pump, cleared the alarm, and resumed insulin delivery without needing third-party assistance. No additional assistance was necessary, and the case was closed by customer support.

Manufacturer narrative:
Removed e2403 and added e1205. Removed f26 and added f11.